Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Front panel was replaced. Ran ovp (operational verification procedure), unit passed all test and runs according to OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced blank touch screen on start up. The customer confirmed that there was no patient involvement associated with the reported event.